Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a low anterior resection procedure, the staples were unformed. Procedure was completed by hand suture. There were no adverse consequences to the pt.